Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: unavailable. Omnipod software app version: unavailable. Smartphone operating system: unavailable. Smartphone hardware: unavailable. Cgm sensor type: unavailable. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported on behalf of the patient that they encountered an issue with a pod, while wearing it between 25 and 36 hours on the arm. The lg reported the controller read "high" and therefore they tested blood glucose levels via a finger stick, which read 24.8 mmol/l. The lg reported the cannula was inserted in the skin during activation, but when the pod was removed the cannula was found to be bent. As treatment, a new pod was successfully applied. The pod was discarded.